Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is (B)(6) 2013. According to the complainant, within 48 to 72 hours after placement, the patient experienced moderate abdominal pain which is progressively worsening, without occlusive syndrome. The patient was hospitalized in early (B)(6). An endoscopy was performed which revealed an intestinal invagination of the jejunal tube into the intestinal wall. The jejunal tube was partially removed and the remaining 30 centimeters of the jejunal tube was left inside the patient. The remaining portion of the jejunal tube was evacuated with the patient¿s stool. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of jejunal tube migration. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.